Event description:
Locking wire came loose on poly insert.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a triathlon insert was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the locking wire was not returned with the device. Some damage is noted on the polyethylene insert near location of wire. Visual inspection of the provided photograph of the device shows the locking wire separated from the insert. The insert has spots of blood on it. Dimensional and functional inspections could not be performed because the device was returned damaged; specifically, the locking mechanism was deformed. Due to damage sustained from the implantation attempts, any results received from a dimensional/functional inspection would not be reflective of the manufactured state of the device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the locking wire came loose from the triathlon insert during surgery. Visual inspection of the returned device indicated that the locking wire was not returned with the device. Some damage is noted on the polyethylene insert near location of wire. Visual inspection of the provided photograph of the device shows the locking wire separated from the insert. The insert has spots of blood on it. Dimensional and functional inspections could not be performed because the device was returned damaged; specifically, the locking mechanism was deformed. Due to damage sustained from the implantation attempts, any results received from a dimensional/functional inspection would not be reflective of the manufactured state of the device. It is possible that mishandling during surgery contributed to the issue. Further information such as additional photographs/videos of the event as it occurred or the primary operation report are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Locking wire came loose on poly insert.